Event description:
It was reported that the lift was stuck in an elevated position as the potentiometer was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.